Event description:
The customer reported falsely elevated pt (prothrombin time) inr (international normalized ratio) and sec (seconds) results obtained on a patient sample measured with dade innovin on the ca-660 instrument. The erroneous results were not reported to the physician(s). The sample was repeated on the same instrument the repeat results were lower than the erroneous result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this discordant falsely elevated pt inr and sec results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report the observation of a discordant high pt inr result for one patient sample on a ca-660 instrument. Quality control results were within acceptable ranges on the day of testing. Siemens is investigating. Note: dade innovin is marketed in the united states under material number 10873567. The 510(k) numbered documented in section g4 is for this product.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2026-00007 on 20-mar-2026. Additional information received on 18-may-2026: siemens reviewed the information provided and data obtained. Based on the review of information provided in the complaint, the probable cause of discordant pt (prothrombin time) inr (international normalized ratio) and sec (seconds) results for one patient tested with dade innovin lot 564665 on ca-660 instrument could not be identified. No other discordant results were obtained for the method with other patients and quality control results were within acceptable ranges on the day of testing. A historical review of the reagent lot involved did not reveal any similar complaints. Therefore, there is no indication of a reagent- or lot-specific problem. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect updated investigation findings and investigation conclusion codes.